Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin delivery, and technical support arranged for the shipment of a replacement pump.